Manufacturer narrative:
Device evaluation: analysis of the twist lock anchor found ¿the inner diameter of the driver was out of specification¿ when ¿measured in the open position¿ and that ¿the anchor was able to be inserted onto a known good lead with some resistance felt.¿

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported the operating physician was ¿unable to thread the twist-lock plastic anchors¿ over the trial leads. It was stated the physician ¿tried with each anchor; with the anchors fully open, fully closed, and at a number of points in between.¿ it was noted the trial leads were left in place and the anchors were replaced with different type anchors. It was reported there was ¿no¿ patient injury as a result of the event and the patient was ¿recovered fully¿ at the time of report. A supplemental report will be filed if additional information is received. Please see manufacturer report #6000153-2014-00116 for information regarding the other reported twist-lock anchor.